Event description:
Pt underwent ncp system replacement due to suspected lead break. It was also reported that device diagnostic testing prior to ncp system replacement resulted in high lead impedance reading (dc-dc code 7) indicating possible device malfunction. During the surgery, surgeon identified that the lead was broken and was covered with a hard dry yellow-clear substance. Further follow-up revealed that the high lead impedance reading was resolved with ncp system replacement. Neurologist indicated that the pt is doing good since generator replacement surgery.